Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump displayed a data log corruption alert and the pump history was missing. The customer¿s blood glucose was 198 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.